Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a system error 2240 (air in line) alarm occurred on a homechoice device during patient use. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. The alarm was reviewed and the patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention indicated. No additional information is available.